Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc had a leak. The uvc was removed and replaced with a peripheral catheter.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway, upon completion the results will be forwarded. (B)(4) qa has requested additional info but no additional info was received, if additional info is obtained the medwatch form will be updated.